Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and hemorrhage postpartum (hemorrhage after child birth (B)(6)2009). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: skin rash"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vasculitis ("autoimmune disorder type of disorder: vasculitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), blindness ("vision/eye problems, type: vision loss"), dyspepsia ("digestive system condition type: heart burn/ stomach indigestion"), alopecia ("hair loss"), nerve injury ("neurological condition: nerve damage") and tooth disorder ("dental problems") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In september 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("stillbirth/miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("psych injury/psychological condition: sleep disorder"), hypertension ("high blood pressure"), autism spectrum disorder ("psychological or psychiatric problems condition: pdd") and neuralgia ("neurological conditions or problems type: nerve pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, sleep disorder, fatigue, migraine, weight increased, hypertension, genital haemorrhage, vaginal haemorrhage, rash, urinary tract infection, female sexual dysfunction, autism spectrum disorder, vasculitis, bladder disorder, urinary tract disorder, nausea, neuralgia, allergy to metals, vaginal discharge, blindness, weight decreased, dyspepsia, alopecia, nerve injury and tooth disorder outcome was unknown and the back pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, autism spectrum disorder, back pain, bladder disorder, blindness, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, migraine, nausea, nerve injury, neuralgia, pelvic pain, pregnancy with contraceptive device, rash, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vasculitis, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury discrepancy noted insertion date- (B)(6)2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs received. Lot number received. Events per pfs: genital bleeding, vaginal bleeding, skin rash, uti, female sexual dysfunction, pervasive developmental disorder, vasculitis, bladder disorder, urinary tract disorder, nausea, nerve pain, nickel allergy, vaginal discharge, vision loss, weight loss, heart burn, hair loss, nerve damage, tooth disorder, device monitoring procedure not performed were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration') and uterine perforation ('perforation: uterus/ essure migration') in an adult female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and hemorrhage postpartum (hemorrhage after child birth 23oct2009). On (B)(6) 2009, the patient had essure inserted. In june 2010, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash/rashes or skin conditions type: skin rash"), urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vasculitis ("autoimmune disorder type of disorder: vasculitis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), blindness ("vision/eye problems, type: vision loss"), dyspepsia ("digestive system condition type: heart burn/ stomach indigestion"), alopecia ("hair loss"), nerve injury ("neurological condition: nerve damage") and tooth disorder ("dental problems") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In september 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy") and experienced abortion spontaneous ("stillbirth/miscarriage"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), sleep disorder ("psych injury/pschological condition: sleep disorder"), hypertension ("high blood pressure"), autism spectrum disorder ("psychological or psychiatric problems condition: pdd (pervasive developmental disorder)") and neuralgia ("neurological conditions or problems type: nerve pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, menorrhagia, sleep disorder, fatigue, migraine, weight increased, hypertension, genital haemorrhage, vaginal haemorrhage, dermatitis allergic, urinary tract infection, female sexual dysfunction, autism spectrum disorder, vasculitis, bladder disorder, urinary tract disorder, nausea, neuralgia, allergy to metals, vaginal discharge, blindness, weight decreased, dyspepsia, alopecia, nerve injury and tooth disorder outcome was unknown and the back pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, autism spectrum disorder, back pain, bladder disorder, blindness, dermatitis allergic, dysmenorrhoea, dyspareunia, dyspepsia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hypertension, menorrhagia, migraine, nausea, nerve injury, neuralgia, pelvic pain, pregnancy with contraceptive device, sleep disorder, tooth disorder, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vasculitis, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury discrepancy noted insertion date- (B)(6) 2009. Lot number:646520 manufacturing date:2009/06 expiration date:2012/06 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/ migration'), uterine perforation ('perforation: uterus/ essure migration'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine") and hypertension ("high blood pressure"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, psychological trauma, fatigue, migraine, weight increased and hypertension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bleeding, psych injury discrepancy noted insertion date: (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos replaced with event pregnancy, device ineffective, pregnancy: stillbirth/miscarriage, perforation: fallopian tubes/ migration, perforation: uterus/ migration, pelvic pain, dysmenorrhea (cramping), abdominal pain , back pain , dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, fatigue, migraine, weight gain and high blood pressure. Patient demographic details, reporter and product information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.